Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6) and initial reporter fax: (B)(6). Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, there was a hole in the funnel section of the foley catheter. As per additional information received on 04jun2025, customer provided two lot numbers. Lot#myjy1257 and lot#myjy6211.

Manufacturer narrative:
The initial reporter's phone: (B)(6). The initial reporter's fax number: (B)(6). The reported event is unconfirmed as the product meets specifications. Visual evaluation of the returned sample noted one opened, used all silicone foley catheter with no obvious observations. Verified material number 2758j14 and manufacturing lot number ngju0233. During testing, catheter balloon filled using in-house syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and the balloon deflated 10ml methylene blue solution within 54sec. This is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, there was a hole in the funnel section of the foley catheter. As per additional information received on 04jun2025, customer provided two lot numbers. Lot#myjy1257 and lot#myjy6211.